Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 51.4 mm in diameter abdominal aortic aneurysm. The proximal aortic neck measured 20.8 mm x 21 mm in diameter along a 24 mm length. It was reported that, during the index procedure, the endurant iis bifurcate was deployed and the spindle became caught on the suprarenal stent while advancing the delivery system proximally. The spindle came off of the suprarenal stent during the middle of the process. The physician then implanted two of another manufacturer¿s stent grafts bilaterally. An angiogram then revealed that two thirds of the right renal artery was unintentionally covered by the endurant iis stent graft bifurcate. The physician determined that blood flow was not restricted, an intervention was not performed, and the physician scheduled the patient for post-operative follow up. Per the physician, the cause of the inaccurate delivery and occlusion was likely due to the spindle of the delivery system catching on the suprarenal stent during implantation and causing the device to move proximally. The physician attributed the spindle catching on the suprarenal stent to user error. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received for this case: follow-up CT and echo on an unknown date revealed a suspected type iiib endoleak. If information is provided in the future, a supplemental report will be issued.